Event description:
It was reported the programmer intermittently will not interrogate devices. The clinician could not be specific about which devices or any pattern. It was also reported the keyboard hinge is broken. The programmer and rf (radio frequency) head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the programmer will not interrogate using the provided rf (radio frequency) head. Programmer interrogates using a known good rf head. Analysis also found the left keyboard hinge is broken, the keyboard is pulling apart at the right hingepin, system fan is noisy, and stylus cable insulation is cut. Not able to reload software. It is noted there was a system error during software load.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf (radio frequency) head. (B)(4).